Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated. Visual inspection revealed that the electrode was in normal use condition. The cable was in good condition as well as the connector and pins. The suction tube showed saline residues. The active tip showed signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were not able to work, "output shorted" was displayed. The electrode was be sent to the manufacturer for further analysis. The vapr tripolar 90 suction elect was evaluated by the manufacturer with the following results: device was not returned in the original packaging. The active tip of device showed signs of activation with tissue debris around the periphery. No visible damage on shaft, handle and cable. Saline residue visible around rubber boot. Residue visible in suction tube the electrical test was performed, as a result, all parameters were passed. The functional test was performed using vapr vue generator gml3723/4. The activation test failed. Intermittent activation on all buttons, pressing them did not always activate the device. The rubber boot was removed to allow inspection of the buttons. Residue was visible at the base of four of the buttons. From our investigation, we were able to confirm a fault as the device failed functional testing displaying an 'output shorted' error upon activation. The failure mode see was consistent with previous tripolar complaint devices investigated under CAPA caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. Based on the minor risk level associated with this fault and low occurrence, no corrections were deemed necessary from the CAPA investigation. The complaint failure mode has been reviewed against the systems risk assessment document, the highest identified risk within 892007 for failure modes that are equivalent to the reported complaint failure mode is system units\system unit features do not function\stop functioning during use, line 1100 applies. Resulting in increased procedure time - patient under anesthetic extended period of time. The severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 9 are stated, which is ¿minor¿ and ¿probable¿ and rated as as low as reasonably achievable (alra). In the last 12 months a total (B)(4) individual tripolar electrodes were shipped. A review of our complaint records over the last 12 months to assess the frequency of this failure mode shows this defect to be low occurrence with 2 confirmed complaints. The failure rate is (B)(4). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. An nc was opened to track this failure with the supplier. A deeper investigation will be performed under this action. A DHR review has been performed for the complaint device lot number u2105044; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode device had a short. According to the report, an electric discharge occurred in the shoulder that the whole tissue retracted under the shock. The procedure was completed with a delay of five minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.